Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow up medwatch will be submitted.

Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for the reported event. The treatment for the peritonitis and the outcome were not reported. Additional information was requested, but was not available at this time.